Event description:
Following a diagnostic catheterization the physician attempted arteriotomy closure using the closer tsl 6 fr device, but there was no suture retrieval. The device was exchanged for a second one. There was good pulsatile flow so the physician opened the foot, deployed the needles, and removed both sutures, but the foot would not close. Under fluoroscopy, the physician observed that the actuator wire was moving but the foot was still open. The physician noticed resistance while trying to retrieve the device, and the patient experienced pain. The patient was sent to surgery for device removal. The artery was surgically repaired. Post-surgery, the physician stated that after device removal he moved the actuator lever several times but the foot would not retract. The surgeon and radiologist have kept the device for legal purposes; therefore, a device evaluation cannot be conducted to determine root cause.